Manufacturer narrative:
User reportedly was exiting their home, and they inadvertently caught their foot on the chairs footplate, which resulted in the alleged amputation of their toe. No conformation of alleged injuries. Chair has not been returned for evaluation at this time, so it is unknown factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged serious injury.

Event description:
While exiting his home, the footplate allegedly gave way, causing the consumer's foot to get caught and amputation of his toe.